Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when doing a lead analysis the egm 3 (electrogram) would not increase its size when using the up gain. When using the down gain button the egm signal increased. The programmer was retained and is still in use. No patient complications were reported as a result of this event.